Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a corail pinnacle due to infection. The contact at the hospital told me that this patient has had a revision in the past for a wash out and a head and liner exchange. During the revision, all components were removed and a cemented cup and cemented stem were implanted as a spacer for the meantime. This patient will be back in a few months once the infection has cleared so the definitive prosthesis can be implanted.